Event description:
Customer performed a blood glucose test on their family member. The result was 151mg/dl, the customer felt pt was not acting right so they called paramedics. They tested their blood glucose and the result was 30mg/dl. An IV was given. Controls were out of range. A request was made for the return of the suspect device and replacements were sent.